Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: patient said that she rec'd a letter from her surgeon about the recall. Patient stated that she has pain when she is walking. She said "whatever in my blood test is high". Her MRI showed cyst around the implant. On (B)(6) 2012, patient will have aspiration of her cyst. Update: it was reported that, dr. Nessler revised patient's left hip due to altr.